Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was beeping. Upon interrogation, it was noted to have less than three months of remaining battery. Boston scientific technical services (ts) stated that it was possible that it tripped and then recovered. This device was explanted. No additional adverse patient effects were reported. Additional information indicated that the left ventricular (lv) lead was elevated which lead to slightly faster battery depletion. This crt-d device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was beeping. Upon interrogation, it was noted to have less than three months of remaining battery. Boston scientific technical services (ts) stated that it was possible that it tripped and then recovered. This device was explanted. No additional adverse patient effects were reported.